Event description:
The customer reported the evis exera iii video system center display black screen. The event occurred during reprocessing, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a loose video cable connector was noted and as a result, the image became noisy when swaying the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed black screen. The DHR confirmed that the subject device was shipped in accordance to specifications. A definitive root cause for the dark screen issue was not established, however, it is probable that the issue occurred as a result of a faulty/loose video cable connector. Olympus will continue to monitor field performance for this device.